Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor cannula was missing. The blood glucose level was unknown at the time of the incident. Customer reported that sensor removed and the cannula was missing. Troubleshooting was not performed. The sensor not being returned for analysis.